Manufacturer narrative:
The reported glidescope core smart cable was returned to verathon for evaluation along with the glidescope core 15-inch monitor and the glidescope spectrum single-use lopro s3 used during the reported procedure. A verathon technical service representative evaluated the returned devices but was unable to confirm the reported image issues. When connecting the returned glidescope core smart cable and glidescope core 15-inch monitor to a known, good, test, single-use video laryngoscope, the image was normal. The technical service representative proceeded to disconnect/reconnect the test single-use video laryngoscope multiple times without any issues found. The verathon technical service representative next connected the customer's glidescope spectrum single-use lopro s3 to their returned smart cable and monitor. They repeated the same disconnecting/reconnecting steps multiple times to the customer's returned single-use video laryngoscope without any issues found. The camera image quality test was performed and passed for all the customer's devices returned for evaluation. Upon completion of the evaluation the verathon technical service representative sent the customer's devices to verathon medical ulc office to be further investigated by a verathon sustaining engineer representative. If any new additional information becomes available regarding the following devices investigation a supplemental report will be submitted in accordance with 21 cfr 803.56. Verathon continues to monitor for any ongoing trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image on the connected glidescope core 15-inch monitor screen went white, and then completely black with lines across the screen. The doctor connected a new glidescope spectrum single-use lopro s3 to the glidescope core smart cable, and the same white and then black image with lines across the screen occurred again. The procedure was completed using an unspecified model backup device, which was made available in a few minutes. No harm to the patient or user was reported.